Manufacturer narrative:
Device evaluation update: upon further investigation of the device, it was determined that the assignable root cause was incorrectly documented as improper maintenance in the initial report. Based on further analysis, it was determined that the defect 'housing damaged' initially identified was due to improper repair performed by the service technician. Thus, the correct disassembly sequence was not followed. Since this issue was an isolated incident, a corrective action was completed to mitigate the issue. The correct root cause has been updated to improper repair. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the small battery drive device was damaged. It was further determined that the motor had dropouts, there were traces of drills (bad repair) and the pin wandered on the coupling head. It was further determined that the device failed pretest for check power with test bench; (tick motor type) re 25 = minimum 50 to 80 watt or re 28 = minimum 40 to 65 watt, check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function and general condition. It was noted in the service order that during the post-surgery the device sounded weird. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.